Event description:
It was reported that there was a loss of therapeutic effect with a ¿sudden onset.¿ there was a return of urgency symptoms and when the patient voided, it was in ¿smaller amounts.¿ no known accident or incident related to the event; however the patient had been drinking more liquids due to the weather. The patient had not made any adjustments since implant and did not receive any programming direction from anyone. Follow-up is being conducted to determine diagnostic tests, troubleshooting, actions, and patient outcome.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0fq1r, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).